Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: l'hourre v md, desseaux a md, williams t md, yvinou a md msc. Recurrent yoke fracture in rotating-hinge total knee arthroplasty: a case report and literature review. J isakos. 2025 nov 8;16:101033. Doi: 10.1016/j.jisako.2025.101033. Epub ahead of print. Pmid: 41213328. Objective/methods/study data: this study presents the case of a 62-year-old man with no particular medical history except a left tka a few years ago, who underwent revision total knee arthroplasty with a lps¿ prosthesis (depuy synthes) for a periprosthetic fracture of the distal femur. Followed up for 12 months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: lps¿ prosthesis (depuy synthes) adverse event(s) and provided interventions possibly associated unk knee femoral lps (qty 1) n=1; 62-year-old man -showed a sudden rupture of the hinge mechanism with femoral loosening treatment: revision. Adverse event(s) and provided interventions possibly associated unk knee construct lps (qty 1) n=1; 62-year-old man -acute swollen and painful left knee -chronic low-grade periprosthetic joint infection treatment: antibiotic therapy.